Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) case subject: there was no patient involvement 8100 unable to detect IV set account name: (B)(6) hospital account #: 1082305 asset name: 8100 pump module 9.1.17.7 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: case description: anand pinder / biomed need assistance on 8100 sn (B)(4) unable to detect IV set even after he tried replacing the ail assembly. Failure device type: alaris system instrument failure problem type: 8100 failure mode: case resolution: I assisted anand pinder / biomed on 8100 sn (B)(4) unable to detect IV set even after he tried replacing the ail assembly. Resolution, replaced patient side pressure sensor, confirmed after suggesting running the ananlog test. Voltage reading is 0.0 voltage . Case rear- damaged/cracked.